Manufacturer narrative:
Initial reporter address:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. Two days prior to the event onset, the device was connected to the patient. On the day of the event, "force priming was attempted but the flow was not confirmed". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 27, 2021 - august 30, 2021. H10: the device was received containing approximately 101 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the white flow restrictor. Force prime was attempted to revive flow, but flow was not observed. Additional microscopic inspection was performed on the flow restrictor which revealed that the cause of the flow problem was due to micro-air bubbles which blocks the fluid path inside the lumen of the capillary glass. The reported condition was verified. The probable cause of the micro-air bubbles was due to improper filling technique during product use. The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.